Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/07/2023. An investigation was conducted on 08/10/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on. Which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. The seal was observed to be intact with no cracks or delamination was observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.225 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed the lot#: 3000258552 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) proximal seal was caught in the main body and could not be removed, leaving the proximal seal inside the main body. No delays. A new device was issued and the operation was completed successfully, and there were no problems with the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) proximal seal was caught in the main body and could not be removed, leaving the proximal seal inside the main body. A new device was issued and the operation was completed successfully, and there were no problems with the patient.